Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the connection (hub) of the microcatheter was noted to be detached outside of the patient's body once the user injected the pva. This occurred during a tace (transarterial chemoembolization) of the liver. The device was replaced with a new device to finish the procedure. There were no reported adverse effects to the patient or intervention taken as a result of this product problem.